Event description:
The affiliate reported the customer alleged approximately fifty percent of the liners used in rotor js-5.0 leaked a substance involving avanti j-hc centrifuge. The customer stated the material at the bottom of the liner appeared thin and breaks. A replacement from another batch inventory has been ordered for the customer. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
Upon further review, the reported incident is determined to be not reportable. The initial incident report was inadvertently filed to the agency.

Manufacturer narrative:
(B)(4).